Event description:
I had a series of diva vaginal laser treatments, which physician told me would correct a posterior rectal prolapse. Symptoms worsened and physician stated the problem had fully resolved and he then told me that my symptoms could be lack of supplements, that he then attempted to sell me. This situation prompted me to seek another physician, who I have seen for years before seeking out this laser procedure. Upon exam, I was told that the prolapse had worsened from a -1 prolapse to a +2, which could only be repaired by surgical intervention. I had the surgery (B)(6) 2022 and was informed the surgery was more extensive due to the damage done to the intravaginal tissue by the laser and also had external damage causing a serious worsening of a condition the physician also claimed to have treated. I also had a burn to the inside of left thigh that caused redness, pain and swelling for a week after the procedure. That burn did heal without consequence but it was on an area that was not treated. I am only assuming that the particular burn on the skin surface of thigh was due to misuse of the laser. The internal and external vaginal tissue was due to diva laser. I also was in the ER twice after second laser treatment, which CT showed severe inflammation of colon. I was told by physician doing the laser treatments that it had nothing to do with the laser and stated, in his opinion, it was a hyperactive immune response to the covid vaccine. Surgeon encouraged reporting of the diva laser. ER physician believes inflammation of colon may have resulted from laser. FDA safety report ID # (B)(4).